Event description:
Based on the review of the fluoroscopy images provided to st. Jude medical, the conductors appear to be externalized.

Event description:
Suspected insulation damage was reported. No electrical anomalies were noted. Lead will continue to be used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.